Event description:
The reporter stated that during a spinal surgery procedure for a posterior fusion at vertebral levels l2 to l5, two adjustable cross connectors failed. On distractions, the cam broke into two pieces on two devices. A third adjustable cross connector was placed successfully. Integra has requested add'l clinical info.

Manufacturer narrative:
The devices were received by integra for eval. To date, the investigation of the complaint samples has not been completed.